Manufacturer narrative:
The leads were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular leads. The manufacturing process for these leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the leads were not returned for analysis. The review of the quality documents confirmed a regular manufacturing.

Event description:
Ous MDR - it was reported that after 7 months of implantation, the ventricular and the atrial lead were found to be dislodged. The ICD has been implanted in a subcutaneous pocket. The patient has excess subcutaneous tissue that enabled the device to move in the pocket during the night while the patient was sleeping. This caused twisting of the leads so that they dislodged, according the physician. No adverse patient side effects have been reported. The implant date was not provided, but it was noted this lead had been implanted for about 7 months.

Manufacturer narrative:
(B)(6) 2014 - this lead was returned for analysis and the updated analysis has been added to this report. Also, the event date was provided. Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a damaged is-1 connector pin. Mechanical forces during the surgery should be taken into consideration. During the analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, the analysis did not reveal any sign of a material or manufacturing problem.